Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014 under modified anesthesia care (mac). According to the complainant, during the procedure, a fluid loss detected alarm occured at a rate of 4cc/min. At the end of the case, a minor burn was noted at the external orifice of the cervix and was treated with silvadene cream. The procedure was completed using the same device and the patient's condition at the conclusion of the procedure was reported to be ¿fine.¿ an additional attempt has been made to obtain follow up event details with no response from the clinician.